Event description:
The sales representative reported on behalf of the customer that the plp2020, plume pen elite surgical smoke evac pencil, 10ft tubing, qty20, was being used during a posterior cervical fusion procedure on (B)(6) 2023 when it was reported, ¿during an ortho spine case yesterday involving the use of a plume pen elite at (B)(6) hospital . Unfortunately, during the procedure, the pen became stuck in the coagulation position and could not be turned off. Regrettably, this led to a significant burn experienced by the patient.¿ further assessment information was requested, and it was reported that the device was not in use at time of burn, the device was laying on the patient's upper left back. At the time of the burn the surgeon could place the device on/off. The patient sustained a 3rd degree burn that required debridement of the burn site. The patient is currently in the surgical unit at the hospital; however, there was no extended stay for the patient. This report is being raised due to the reported injury for diagnosis of 3rd degree burn to patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Received one plp2020 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the coag button is stuck in the downward position making continuous contact with the circuit board. Performed a functional inspection using the system 5000 (c5731), the coagulation continuously activates without pressing the button. A likely cause of this issue is due to tissue or fluid ingress into the button site affecting button depression. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 42 complaints, regarding 51 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). A determination for further investigation has been initiated. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20, was being used during a posterior cervical fusion procedure on (B)(6) 2023 when it was reported, ¿during an ortho spine case yesterday involving the use of a plume pen elite at (B)(6) hospital. Unfortunately, during the procedure, the pen became stuck in the coagulation position and could not be turned off. Regrettably, this led to a significant burn experienced by the patient.¿. Further assessment information was requested, and it was reported that the device was not in use at time of burn, the device was laying on the patient's upper left back. At the time of the burn the surgeon could place the device on/off. The patient sustained a 3rd degree burn that required debridement of the burn site. The patient is currently in the surgical unit at the hospital; however, there was no extended stay for the patient. .this report is being raised due to the reported injury for diagnosis of 3rd degree burn to patient.